Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 803. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer has declined to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device will not be returned, so no evaluation will be performed and the complaint could not be confirmed. The root cause is undetermined. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4).additional information: a service history review revealed that this device has not been serviced for the reported condition prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.